Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged after implant. Upon repositioning, a large amount of tissue on the tip of the lead was noticed preventing the lead to fixate. The physician decided to use a new lead. This lead was explanted. No additional adverse patient effects were reported.